Manufacturer narrative:
Additional information received on 22-sep-2021: event did not occur while the pump was in use with the patient. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated and confirmed. The inoperable downstream occlusion sensor was replaced during repair. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited ?cassette not properly attached error". No adverse effects reported.